Event description:
It was reported that the device kept alarming and needing adjusting to be able to intermittently infuse. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
One device was received with no cuffs. Per visual inspection, the device was missing the water tank plug. The drain valve was leaking while in the "closed" position. The device had an old clear float switch. While investigating the air detector it was found a screw that was cross threaded into the left support plate and the air detector rear cover was broken where a screw was secured. Heater#1 has a rip in the heater tape. Per functional testing, the device operated as intended and passed functional tests without alarm. However, found evidence of physical damage and leaking drain valve. The complaint was not confirmed. The most probable cause was the tubing that comes from the top of the disposable filter was being pulled on causing the air detector to clamp shut (because it detects air) and requiring someone to push the filter in fully. This is how the sensor works regardless if the filter itself is full of fluid. If the top of the disposable is pulled on enough the sensor will detect it and clamp shut. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the drain valve, water tank plug, air detector left support plate and rear cover. Replaced heaters, float switch, o-rings and fan guard per preventative maintenance (pm). The device passed all functional and delivery tests.